Event description:
It was reported that stent froze on wire and inadvertent stent deployment occurred. Vascular access was obtained utilizing an antegrade puncture approached. The 90% stenosed target lesion was located in the mildly tortuous and non-calcified superficial femoral artery (sfa). A 6 x 40 x 120 epic stent was selected for treatment. While preparing the epic stent delivery system, it became entrapped on the amplatz guidewire. While attempting to remove the epic stent delivery system from the guidewire, the stent inadvertently deployed. A second 6 x 40 x 120 epic stent was selected for use. It was implanted in the sfa. However, an angiographic control showed under-expansion in the middle segments of this stent. A balloon was required to fully expand the implanted stent. A third epic stent was then selected for use. It was implanted in the sfa. However, angiographic imaging confirmed that this stent also did not fully expand. Another balloon was required to fully expand this stent. The procedure was then successfully completed. There were no patient complications.

Manufacturer narrative:
(B)(6).